Manufacturer narrative:
A complete lead was returned for analysis. An obstruction/restriction due to the inner coil being clogged with dried blood was noted. Visual inspection of the lead found no anomalies. Tests performed indicated normal electrical characteristics.

Manufacturer narrative:
(B)(4).

Event description:
During implant, it was not possible to insert the stylet into the lead. A new lead was used to complete the procedure. The patient is in stable condition.